Event description:
Patient presented to the physician with persistent headaches since the implant procedure. Physician administered nerve block injections for pain management, but the patient showed no improvement. Physician brought the patient into the or and removed the entire inspire system.